Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. At approximately 7:30 pm on (B)(6) 2026, the patient began appearing pale on the same day a cgm sensor was inserted on an unspecified, off-label site. The patient¿s mother went to her car to retrieve a blood glucose meter (bgm), and upon returning, observed that the child¿s eyes were rolling backward and she appeared to be on the verge of having a seizure. A fingerstick blood glucose (bgfs) measurement was performed and showed 38 mg/dl, while the dexcom app and the tandem t:slim x2 insulin pump displayed an estimated glucose value (egv) of 298 mg/dl. The patient¿s father administered carbohydrates and two glucose tablets while the mother contacted emergency medical services. Upon arrival, paramedics performed a bgfs test, which measured 273 mg/dl. The egv was not checked by ems. Paramedics remained on scene for approximately 10 minutes. No treatment was provided for the rebound hyperglycemia. Before ems departure, the patient¿s bgfs was approximately 141 mg/dl, and the egv was still not evaluated. The child appeared normal after the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.